Event description:
A customer technical advocate(cta)was contacted with regard to the cell-dyn 3700 sl analyser generating intermittent low hemoglobin results in closed mode of operation that are about half the result obtained when the sample is repeated in the open mode of operation.a hemoglobin result for one pt of 8.15 g/dl was questioned by a physician.the sample was repeated in open mode about 5 1/2 hours later,yeilding a hemoglobin result of 15.4 g/dl which was considered the correct result.no impact to pt management was reported.

Event description:
Please see initial report.

Manufacturer narrative:
Internal identifier(s): 056/1-177908330-01. In a previous report, the labeling section of the manufacture narrative had an incorrect reference to the cell-dyn 1800 analyzer. The correct analyzer for this report is the cell-dyn 3700 sl analyzer. The corrective narrative is as follows: labeling: the vent is addressed in the cell-dyn 3700 system. Operatator's manual, revision e: section 10: troubleshooting and diagnostics; troubleshooting. Imprecise or inaccurate data; rbc, mcv, plt data are imprecise or inaccurate; pate 10-56. Section 10: troubleshooting and diagnostics; troubleshooting imprecise or inaccurate data; hemoglobin data are inaccurate or imprecise; pate 10-60. This is the final report.